Event description:
The pt was admitted with recurrent kidney stones. The pt was taken to or for eswl. The stone was localized in with fluoro in the xyz axis. A total of 3000 shocks was delivered, beginning with 16kv reaching maximum of 22kv. The pt developed a large (6-8 inch) right hematoma.